Event description:
Event description guidant received information that this atrial lead was not functioning. The lead was evaluated invasively and was found to have frayed insulation. The physician attempted to pull the atrial lead out but inadvertently pulled the right ventricular (rv) lead out as well. It was difficult to distinguish the current rv lead from the previously capped rv lead. This patient had a total of five leads implanted and two epicardial leads. The physician did not believe he would be able to implant a new atrial and rv lead with the others still in place so the ports were plugged and another procedure to extract the remaining leads will be scheduled.